Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d1, d9, g3, g6, h1, h2, h3, h11. The following sections were corrected: h6. Review of the returned device confirmed the device operated as intended. No problem was found. This is a limited investigation; a review of the manufacturing records, a complaint history review, risk management file review, and a product hold/recall search will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. A definitive root cause cannot be determined as the unit operated as intended. The event cannot be confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned for complaint investigation. The device could not be visually inspected in an effort to confirm the defect. DHR review was performed. Device was eighteen months old and is not out of box failure. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the housing opened during surgery in the sterile area. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.